Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery release was contaminated. It was also noted that the upper case, lower case, both bail covers and ring cover were broken.

Event description:
It was reported that the device was not sensing. The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.